Event description:
It has been reported by an end user that when getting out of the tub, the grab bar came off the wall causing her to fall back into the tub. She states she hurt her backside. No report of medical attention being sought.